Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence due to the cuff no longer coaptating. A revision surgery was performed, upon explant it was found that no fluid was left neither in the balloon nor the pump which denoted which leakage; however, the source of the fluid loss was not identified. The device was explanted and replaced. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence due to the cuff no longer coaptating. A revision surgery was performed, upon explant it was found that no fluid was left neither in the balloon nor the pump which denoted fluid leakage; however, the source of the fluid loss was not identified. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff and pump were visually inspected and underwent leak testing. No visual damages nor abnormalities were found in neither of the components. In addition, the pump passed leak testing. The balloon was visually inspected and underwent leak testing. A pinhole tear was found at the sphere-adapter junction which is consistent with material fatigue. The balloon did not pass leak testing, and it was found not to be performing as expected. Based on the information available and analysis results, device performance did likely cause or contribute to the reported patient symptom which is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.